Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2005, the patient was implanted with an scs system. The patient is not feeling stimulation. The r.f. Transmitter occasionally reads "warning connect antenna" while the antenna is firmly connected. There is no stimulation even when the patient increases amplitude to max. The patient met with her representative on (B)(6) 2010 and system replacement was discussed. At the patient's (B)(6) 2010 consultation with her pain management doctor it was confirmed that her current renew receiver will be replaced. No surgery date has been set at this time.